Manufacturer narrative:
Continuation of d10: dtpa2d1 crtd implanted: (B)(6) 2025 694758 lead implanted: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the patient underwent a cardiac procedure, the patient experienced a pins and needles sensation and discomfort behind the site of the implantable cardioverter defibrillator (ICD). Approximately five days later, the patient underwent a an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d) system which included the implant of an left ventricular (lv) lead and explant of the ICD. On the day of the procedure, the patient passed away and the cause of death was not provided.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the patient underwent a transesophageal echocardiogram (tee) cardioversion that was unsuccessful at breaking the rhythm, the patient experienced a pins and needles sensation and discomfort behind the site of the implantable cardioverter defibrillator (ICD). Approximately five days later, the patient underwent a an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d) system which included the implant of an left ventricular (lv) lead and explant of the ICD. On the day of the procedure, the patient passed away and the cause of death was not provided.